Event description:
Xnitial implantation in 1984 following bilateral mastectomy. Right implant ruptured this was removed. Developed pain of the left implant. Severe contracture and pain around implant necessitate removal.